Event description:
It was reported that a patient presents with ¿constant pain in the lower back that radiates to the right sciatica posterior lateral thigh to the foot with associated paresthesias of the extremity¿. Surgery was recommended to treat lumbar radiculopathy, herniated lumbar disc l5-s1/spondylolisthesis, discogenic pain syndrome. Approximately two months later the patient undergoes an l5-s1 fusion (plif) with bmp. Post-operatively, the patient presents with ¿constant soreness in the lower back¿ and undergoes physical therapy 3x/week for 4 weeks. On (B)(6) 2008 the patient presents with persistent lower back pain, numbness and pain of right leg. An MRI of the lumbar spine showed "moderate degenerative disc disease at l5-s1 with a bulging disc contributing to bilateral neural foraminal narrowing. There is disc space height narrowing, end plate sclerosis and modic type ii discogenic end plate changes". The patient presents with ¿burning pain in the right shin¿, and ¿persistent pain and numbness in the right lateral thigh, off and on buttock and shin pain and soreness in the lower back¿ two and half years post-op. Treatment for a right lateral femoral cutaneous neuropathy was discussed. According to the report, the patient continues to have leg pain and numbness with ¿constant numbness in right thigh¿ and ¿numbness in right anterior shin¿ and ¿shooting pain in the right big toe¿. On (B)(6) 2011 the patient presented with sciatica and an MRI reported abnormal bone marrow. On (B)(6) 2012 patient presented with ¿back pain with right-sided radiculopathy. Status post fusion.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.